Event description:
The patient reported she has lost over 100 pounds and now her ipg is protruding out and causing pain, described as a constant bruise and burning sensation. The patient reported the pain is worse when stimulation is off. The patient reports making an appointment with the pain physician to discuss replacing the ipg with a smaller model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.